Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump had buttons that were not working. The customer stated that the numbers were ramping up on their own when attempting to deliver a bolus. The customer removed the battery, reinserted the battery and then received a battery out alarm followed by the buttons not working. The customer left the insulin pump without a battery or a day, but the issue persisted. Advised that the customer's insulin pump needed to be replaced. Nothing further reported.

Manufacturer narrative:
No unexpected ramping of numbers noted. Intermittent button response on the down arrow button due to moisture damage on keypad traces. No unexpected battery out limit alarms noted. Passed displacement test and off no power test. The operating currents were in spec. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.